Event description:
It was reported that the impedance on the right ventricular (rv) lead had risen to the point that it was above the normal range. It was noted that the thresholds had also started rising. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv lead was capped and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.